Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's culture results, the results of the device evaluation, and the complaint investigation. Additional information added: b5, d4 (UDI), d8, d9 (date returned), h2, h3, h6 corrected fields: b3, g1 based on the results of the investigation, a definitive root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated and there could potentially be a correlation between the device status and cause of contamination. In general, device damages (i.e., leaks) could be the source of microorganisms. It is unknown if there were any lapses in reprocessing with the validated protocol provided in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope tested positive for <10 colony forming units (cfus) of escherichia coli and enterococcus faecium.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.